Manufacturer narrative:
The svc rep adjusted the brake tension. Brake is now locking, but some parts seem damaged and need replacement. Parts ordered.

Event description:
The customer reported that the brakes on the main frame were not holding. No pt injury was reported.